Event description:
A customer contacted haemonetics on (B)(4) 2013 to report an orthopat device with the description of "blood spill when removing the disk." No patient/operator injury reported.

Manufacturer narrative:
The device was not returned for evaluation. A follow up report will be submitted when the device is returned and evaluated. (B)(4).